Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who reported they started shaking really bad, so they checked the patient's implantable neu rostimulator (ins) with the patient programmer and found that the ins was turned off. They did not remember what the ins battery level was at the time they noticed the ins was turned off. The consumer denied the patient being around sources of emi at the time of the event. The consumer met with the manufacturer¿s representative (rep) was able to help the patient turn the ins back on. However, this morning they noticed that the ins was turned off again. They contacted the rep who was able to help them turn the ins on again. The patient's ins battery level was ok at the time the ins was turned off. Again, the consumer denied the patient being around any sources of emi. The rep advised them to call the manufacturer to further address why the patient's insmight be turning off. It was reviewed that the ins battery level could be getting too low, which might have caused the ins to turn off, but they stated the patient's ins was being charged every other day, but they think the ins might not be getting fully charged. The patient's ins was 50% charged at the time of the call, so they said they will charge it to 100%. They were going to monitor thepatient's ins charge level to ensure it does not get too low.